Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-paced t-wave oversensing was observed. No patient symptoms were reported. Further information is not available is at this time.

Event description:
New information received notes that the oversensing was noted through merlin.net transmission. Recommeneded programming changes will be reviewed at next in clinic follow-up. There were no adverse consequences to the patient.